Manufacturer narrative:
This is one of two device reports for this event. Associated MFR report numbers: 1225714-2014-14129 and 1225714-2014-14130. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received alleged that the patient experienced a stroke and subsequently expired.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving two separate products.